Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported it was unknown if the magnetic resonance imaging (MRI) or symptoms were related to the device or therapy. The patient started experiencing a neurological condition on (B)(6) 2016. The patient was implanted for post-herpetic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.